Event description:
The pt reported that she had experienced 9 occasions where her infusion set tubing separated at the luer lock connection. She reported that the most recent event occurred in 2007. She stated that she received a blood glucose reading of "high 200's mg/dl" which prompted her to inspect her infusion set tubing. At that time, she identified the tubing separation. The pt reported that with each event she would change her tubing and bolus to reduce her elevated blood glucose values. The pt did not require medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.